Event description:
It was reported the bronchovideoscope experienced loss of image. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Please see updates to d6, d9, g1, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due to a degradation problem that occurred when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.